Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a primary plum y type blood set, 200 micron filter, clave secondary port, clave y site, non vented, secure lock, 110 inch that experienced lead during patient use. It was stated in the report that there was a product leakage noted below drip chamber during blood infusion.